Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 40 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found a hole in the brown stripe tubing through pinch valve vl54. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Failure mode: the cause of the leak was a hole in the tubing through pinch valve vl54. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).